Manufacturer narrative:
The following fields were updated due to additional information: b.3. Date of event: 12/12/2020 . D.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/27/2021. H.6. Investigation: one used extension set, model 30914 lot 20017405, was received by the customer for investigation. A ICU medical clave connector was also returned attached to the end of the bd extension set. The set was visually inspected and no defects were observed. The sample was primed with a blue dye solution functionally tested under high pressure. No leak was observed. The customer's complaint of tubing leaking could not be verified. A device history record review for model 30914 lot number 20017405 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage with lot #20017405 regarding item #30914.

Event description:
It was reported that extension set mic tubing 60 inch leaked on 2 occasions. The following information was provided by the initial reporter: material #: 30914, batch/ lot #: 20017405. It was reported that on two occurrences, the tubing leaked insulin. Verbatim: nicu patient - insulin drip infusing - tubing leaking - changed the tubing - it happened on the second set of tubing as well. Removed entire lot with supply chain assistance.

Event description:
It was reported that extension set mic tubing 60 inch leaked on 2 occasions. The following information was provided by the initial reporter: material #: 30914 batch/ lot #: 20017405. It was reported that on two occurrences, the tubing leaked insulin. Verbatim: nicu patient - insulin drip infusing - tubing leaking - changed the tubing - it happened on the second set of tubing as well. Removed entire lot with supply chain assistance.

Manufacturer narrative:
The following fields were updated due to corrected information: g.4. Date received by manufacturer: 1/11/2021.

Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that extension set mic tubing 60 inch leaked on 2 occasions. The following information was provided by the initial reporter: material #: 30914, batch/ lot #: 20017405. It was reported that on two occurrences, the tubing leaked insulin. Verbatim: nicu patient - insulin drip infusing - tubing leaking - changed the tubing - it happened on the second set of tubing as well. Removed entire lot with supply chain assistance.